Manufacturer narrative:
Concomitants: 300-01-11 - equi humeral stem primary, press fit 11mm: (B)(6). 320-42-03 - equi reverse 42mm humeral liner +2.5: (B)(6). 320-10-00 - equi reverse tray adapter plate tray +0: (B)(6). 320-01-42 - equi reverse 42mm glenosphere: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The revision reported may be the result of the septic glenoid loosening as reported. However, the series of events and contributing factors to each cannot be confirmed and any potential contributions from patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificates for all explanted components was performed and the sterile lots were accepted to the requirements. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Subject: (B)(6). As reported by the equinoxe shoulder study, approximately two months post initial tsa, the 57 y/o male patient experienced aseptic glenoid loosening. The baseplate became loose early after surgery but became completely displaced after fall in (B)(6) 2018. Event is still ongoing, the surgeon discussed revision but subject is opting out for now. Per clinical report, the reported event is definitely not related to the device and possibly related to the procedure. Update 6/26/2025 ml. Suspect device(s): 320-15-07 - sup/post aug plate, l rs glenoid baseplate: (B)(6). UDI: (B)(4). 510k: k131575. Product code: kws.